Event description:
Customer reported an issue with the incorrect time display on their device. There was no adverse impact to the customer¿s blood glucose level, as values remained within the normal range. Customer received assistance from technical support to update the pump time and was advised to monitor and follow up if the time discrepancy reoccurred, which the customer understood and acknowledged.